Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. This is 1 of 3 MDR submission as mw5184455 is associated with medwatch # mw5184456, mw5184457.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information pertaining to an adc device. The customer reported their adc device fails to maintain the 15-day use advertised. The customer experiences "2-3 units that actually work for 15 days" and then have "one sensor fail upon application and two others that worked for a few days before failing. "The customer indicated that the prescription period doesn't last leaving the customer "no means to monitor their blood glucose level." The customer reported "previously contacting customer service to report issues" and finds the replacement process "frustrating" and that they have "stopped reporting and requesting sensors because of the frequent reliability issues" as well as "general frustration that there is no product improvement." There was no report of third-party treatment involved with the reported issues. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.